Event description:
It was reported that the ball thrust piece does not work properly. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The investigation has shown that the holding pin is broken off. As a result the coupling sleeve does not interlock with the body of the handle and the coupling mechanism does not work anymore. The review of the production history revealed that this instrument was manufactured in august 2009 according to the specifications. No manufacturing related issues were found. In terms of continual improvement our product development center is currently working on a corrective measure in order to enhance the design and the welding of the pin. A CAPA determination request has been initiated.